Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600 mg/dl. The customer treated with insulin. Customer indicated that their doctor has been contacted and their blood glucose value was 163 mg/dl at the time of the call. Troubleshooting was performed and found that the customer was hospitalized with diabetic ketoacidosis. The product was not returned for analysis.